Manufacturer narrative:
An event regarding an alleged crack. Fracture involving a body/stem separator was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis report concluded that both of the tabs fractured in overload, likely from bending and impact type loading during the explantation process. Eds was performed on the fractured tabs and were consistent with a 455 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined -medical records received and evaluation: provided patient records were reviewed by a clinical consultant who concluded that, based upon the information available for review, no determination could be made regarding the cause of the failure to remove the cone body and the subsequent breaking of the extraction instrument (the restoration modular separator). -device history review: confirmed all devices accepted into finished goods conformed to specification. -complaint history review: confirmed there has been 1 other event for the lot referenced. Conclusions: the event was confirmed. A material analysis report concluded that both of the tabs fractured in overload, likely from bending and impact type loading during the explantation process. Eds was performed on the fractured tabs and were consistent with a 455 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Provided patient records were reviewed by a clinical consultant who concluded that, based upon the information available for review, no determination could be made regarding the cause of the failure to remove the cone body and the subsequent breaking of the extraction instrument (the restoration modular separator).

Event description:
During surgeon's revision of a restoration modular cone/conical, the 6278-9-070 lot tacg91e body stem separator broke. Two of the three tips broke while attempting to extract the cone body. Surgeon immediately retrieved the broken pieces. Also the inner shaft tip bent.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgeon's revision of a restoration modular cone/conical, the 6278-9-070 lot tacg91e body stem separator broke. Two of the three tips broke while attempting to extract the cone body. Surgeon immediately retrieved the broken pieces. Also the inner shaft tip bent.